Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing after repair. Olympus provided the following result of the culture test, performed at the third-party. Sampling date: (B)(6) 2024. Sampling from: biopsy channel, suction channel, air/water channel cfu: less than 1 cfu/endoscope (less than 1 cfu/100ml) from each sample. Bacterial identification: micro-organisms revivable at 30 degrees celsius. Olympus provided the following result of the culture test, performed at the third-party. Sampling date: (B)(6)2024 sampling from: water jet channel. Cfu: 3 cfu/endoscope (10 cfu/100ml). Bacterial identification: micrococcaceae. Olympus provided the following result of the culture test, performed at the third-party . Sampling date: (B)(6) 2024. Sampling from: total. Cfu: 3 cfu/endoscope (2 cfu/100ml). Bacterial identification:micro-organisms revivable at 30 degrees celsius. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Olympus will continue to monitor complaints for this device.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive for 79 colony forming units (cfus)/100 ml of stenotrophomonas maltophilia at three and five days in the suction channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing, the device evaluation and the legal manufacturer's final investigation. The customer did not provide the specific steps taken during the cds process. All answered questions were unknown, the detergent and disinfectant used in the automatic endoscopic reprocessor (aer) is manufactured by cantel and the device is stored in a drying cabinet. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: all channels (ch). Cfu: 37 cfu/endoscope (25 cfu/100ml). Bacterial identification: acinetobacter species, bacillaceae. Sampling date: (B)(6) 2023. Sampling from: biopsy ch. Cfu: 1 cfu/endoscope (2 cfu/100ml). Bacterial identification: bacillaceae. Sampling from: biopsy ch/suction ch. Cfu: 36 cfu/endoscope (72 cfu/100ml). Bacterial identification: bacillaceae. Sampling from: air/water ch. Cfu: 4 cfu/endoscope (8 cfu/100ml). Bacterial identification: acinetobacter species. Sampling from: auxiliary water ch. Cfu: <1 cfu/endoscope (<1 cfu/100ml). Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: bending section rubber glue --- separated, channel mount --- scratched, mouthpiece --- scratched, suction cylinder --- scratched, universal cord --- wrinkle, biopsy channel --- deformed, however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that reprocessing was insufficient due to physical damage of the device. The root cause of the physical damage could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.